Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: deflation.

Event description:
Health professional reported a "left side deflation." The device has been explanted and replaced. Treatment was reported as "capsulectomy/capsulotomy".